Manufacturer narrative:
Covidien reference: (B)(4). The non-medtronic service provider evaluated the ventilator and replaced the expiratory filter. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator generated a severe occlusion alarm. The ventilator was not on a patient at the time of the event.